Manufacturer narrative:
The insulin pump passed self test and displacement test. No vibrator anomaly noted. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. Customer's blood glucose was 68 mg/dl at the time of the incident. Customer stated that the pump will not vibrate. Customer stated that they pressed the act button after using the up arrow button to set an easy bolus amount but the pump did not vibrate. Customer stated that the pump still had 2 bars and the battery was normal in the status screen. Customer did not recently install a new battery. Customer did not have another battery available. Customer was assisted in performing the self test. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.